Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on (B)(6) 2023. As of the date of this report, there has been no response to the recommendation.

Event description:
Cq technician (B)(6) notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing and sent them to cardioquip for review. Cq director of operations and epidemiologist (B)(6) reviewed the photos, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the discoloration present within the tubing. This issue was identified on (B)(6) 2023, no patient involvement was reported.